Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event is unknown. It was unknown if either pipeline had been placed in a vessel bend when it failed to open. Re-sheathing was performed as an additional step attempted to open both the pipelines. Ancillary device include a medtronic phenom catheter. The procedure was completed using another companies product.

Event description:
Medtronic received a report that 2 pipeline devices failed to open in the distal region of both stents. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 7mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that the ped2-325-16 tip could not be opened properly until placement. The pipeline was used as an indication (off-label use) detailing 7mm intracranial aneurysm (ic). The device was prepared as indicated in the package insert. It was noted that the ped2-325-16 had deployment failure in the distal stent region. The stent ped2-325-16 was removed from the patient's body and collected along with the microcatheter. The ped2-350-16 had poor tip expansion and had deployment failure in the distal stent region. The pipeline deployment failure occurred at less than 50%. The ped2-350-16 stent removed from the patient's body. The pipeline was resheathed and collected along with the microcatheter. The ped2-350-16 was used as an indication (off-label use) detailing 7mm intracranial aneurysm (ic). The device was prepared as indicated in the package insert. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.